Event description:
(B)(4): it was reported that during a carotid artery stenting treatment procedure, removal difficulties occurred. The target lesion was 80% stenosed, 8mm reference vessel diameter and 30mm long portion of the right mid common carotid. The target lesion was treated with a placement of a filterwire ez and a carotid wallstent. The carotid wallstent was successfully implanted with residual stenosis post procedure of 10%. The investigator was unable to retract the filterwire and could not get the bent or straight retrieval catheter through past the stent edge. The filterwire was then carefully removed through the stent. The patient was discharged the next day following the procedure.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).